Manufacturer narrative:
The device was returned and the evaluation found that the power button was pushed in and would not pop back out. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had a broken power button, the power button was pushed in and will not pop back out. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 (ten) years since the subject device was manufactured. Based on the investigation results, the device inspection confirmed the reported power button issue and found the main power switch was stuck in the "on" position. The issue was resolved by replacing the power switch. A root cause could not be determined. Olympus will continue to monitor field performance for this device.